Manufacturer narrative:
Visual inspections were performed on the returned device. The reported 'needle to cuff miss' was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. The knots were advanced up to the vessel wall with the guide wire present. Seeping bleeding was noted for this obese patient. Additional tightening was performed with the guide wire present. Tissue tract oozing was noticed. The guide wire was removed and oozing was treated with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.